Manufacturer narrative:
One certain® bellatek® encode® healing abutment was returned for inspection. Visual inspection revealed moderate wear about the surface and the drive feature of the screw is confirmed to be damaged and chipped. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies¿ instres rev 04/16. Information identified: warnings: ¿mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Complaint indicates the drive feature of the abutment screw was damaged in an attempt to remove the healing abutment. The alleged event was confirmed during inspection. A root cause could not be determined for this complaint. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Device manufacture date not available; no lot number provided.

Manufacturer narrative:
Patient identifier not provided ((B)(4)), age and date of birth not provided, gender not provided, weight not provided, event date not provided, no lot number provided. Device manufacture date not available.

Event description:
It was reported that the surgeon was trying to remove a screw with a damaged drive feature from a healing abutment (ieha453). The attempt was unsuccessful and the patient was rescheduled for a later date to remove the screw.